Event description:
The customer reported via phone call that they experienced high blood glucose. The customer's blood glucose was 359 mg/dl at the time of incident. It was found the customer was feeling nausea, stomach pain and difficulty breathing from their high blood glucose. The customer also reported they were hospitalized for a double bypass surgery. It was found the customer experienced diabetic ketoacidosis while they were hospitalized. Troubleshooting found the customer's drive support cap appeared to be damage. It was also found no leaks or air bubbles were present on the insulin pump. Customer declined to troubleshoot any further. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.